Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staff has reported that the balloons have failed after intubation, requiring re-intubation with new et tubes. In one case, this occurred twice with the same patient, and in another case, it occurred once." Additional information received on april 14, 2026, indicated that "two et tubes were involved, and a total of two patients were involved. The defect was noticed immediately after intubation. No harm to the patient, but medical intervention was required; a bougie was used to re-intubate. The current condition of the patients is stable. Devices were pre-tested per the IFU." Associated mdrs: 3003898360-2026-00218.